Event description:
The reporter stated the surgeon implanted a 13.0mm icm130v4 implantable collamer lens in the patient's right eye (od) on (B) (6) 2008. The lens was explanted on (B) (6) 2010 due to inadequate vaulting. The patient's current bcva is 20/20.

Manufacturer narrative:
(B) (4). (B) (4).